Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of angle wire, the play of r/l knob is out of the standard value; due to wear of angle wire, bending angle in up/down/left/right. Additionally, the following issues were also identified: air/water cylinder has foreign objects; due to damage on ch-tube, water tightness is lost; air/water tube has foreign objects. A root cause for the angulation issues could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of foreign objects: use of products that contain silicone can cause deposits of white foreign material. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope angulation was loose in the up/down directions. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and UDI number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.